Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported there was no date of the procedure because the patient was going to see a neurosurgeon to "maybe" do an intervention. There was no more information available.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was unresolved with no further action planned.

Manufacturer narrative:
H6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable component is: product ID 3487a lot# b0434020k.: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a foreign clinical study regarding a patient with an implantable neurostimulator (ins). The patient reported that he lost efficacy of the stimulation after the stimulator was changed. Imaging on (B)(6) 2017 showed the lead moved a bit. Reprogramming was performed on (B)(6) 2017 and (B)(6)2017. The ins was switched off on (B)(6) 2017 and a revision of the lead was discussed. The patient already had an appointment with neurosurgery. The event was possibly related to the device or therapy and implant procedure. The event was ongoing.

Manufacturer narrative:
Information references the main component of the system and other applicable components are. Product ID 3487a lot# b0434020k serial# implanted: (B)(6) 2006 explanted: product type lead if information is provided in the future, a supplemental report will be issued.